Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure when tvt was implanted? Other relevant patient history/concomitant medications? Product code and lot number? Will product be returned, return date, tracking information? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Onset dates of pain, prolapse and recurrent utis from initial surgery? Location and character of the pain? Prolapse site/location, symptoms and diagnostic confirmation? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed for recurrent utis? Results? What medical intervention was performed for pain and recurrent utis? Results? When was the mesh extrusion/exposure first noted by a physician? If reoperation was performed please provide date and surgical findings. Was the device removed? If so, please date and details of the re-operation. What was the indication for radiotherapy? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced pain, prolapse and recurrent utis. The vaginal portion of mesh extruded 2cm and was removed from the patient along with anterior repair. It was also reported that tissues were poor quality and the patient had a radiotherapy previously. Additional information has been requested.